Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6). Occupation: billing & inventory specialist.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's external and internal serial numbers (sn#) did not match. The external sn# on the pump is (B)(4) which customer has in their system - but it has been discovered the internal sn# is (B)(4). The has only been out to one customer. The correct sn for this pump is (B)(4), as sn (B)(4) is for a german pump. Aside from the serial number issue, this pump also had an air in line issue. The pump had a tubing disconnection-the pump was alarming for air in the line. The patient had a significant delay in therapy.